Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2012. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2012 and that it had performed to specification up to the (B)(6) 2017. During the above period, on the (B)(6) 2014, the device records a manual power up of 20 minutes in duration. On the (B)(6) 2017, the device records three manual power ons of under one minute duration within one minute. These manual power ups may indicate the user was regularly power cycling the device or the device was switching itself on automatically and the user was intervening by turning the device off via the on/off button. The returned pad-pak was inserted into the device. The device successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The investigation was unable to replicate, or find conclusive evidence of, the reported fault. The device performed to specification throughout testing at heartsine. As no fault could be found with the device it is reasonable to conclude that the manual power ups were due to the user power cycling the device.

Event description:
There was no patient involved. Device displaying switching on automatically symptom.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Device displaying switching on automatically symptom.